Event description:
Implant date: 1989. Pt fell on 12/30/1992. X-ray taken 10/30/1993 shows a screw has backed out. Screw explanted in 1993. Rest of device was explanted in 1995 at which time it was noted there was a broken screw and a solid fusion.